Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be determined. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the stress when using, the external factors, or the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to sorc for repair of the pinhole of the insertion tube. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.